Event description:
A customer reported a device malfunction on a v60 ventilator after a 1104 "backup alarm failed" error message was displayed. The issue was discovered with no patient involvement, and no patient or user harm was reported. However, the device failed to meet product specifications, and the malfunction prevented it from being returned to clinical use. The customer contacted technical support and transferred the device to the biomedical engineering (bme) department with no contributing third-party accessories attached. A remote service engineer (rse) performed troubleshooting, replicated the issue, and confirmed that the 1104 error code was logged. Per the v60 service manual, the rse recommended replacing the motor controller (mc) printed circuit board assembly (pcba), the central processing unit (cpu) pcba, and the power management (pm) pcba. Ultimately, at the customer's request, the rse provided the part number and pricing for the replacement mc pcba to facilitate the repair. A review of the risk management file determined this event constitutes a reportable malfunction, and regulatory reports have been submitted accordingly.